Event description:
Patient admitted for anemia. Gib on (B)(6) 2016 s/p apc to duodenal avm; baseline 200-300's but patient had increasing ldh to 400's on (B)(6) 2016. Settings: flow 4.9 l/min. Speed 9000rpm, pi 6.6, power 5 watts. Integrelin started on (B)(6) 2016 in addition to heparin gtt. Ldh not responsive to integrelin (500's), asa resumed. Patient denied dark urine, heart failure or new neurological symptoms. On (B)(6) 2016 cta of pump did not reveal obvious thrombus. Ldh continued to rise to 905 (B)(6) 2016, plasma free hemoglobin 40. On (B)(6) 2016: flows increased to 8.5-9.5 l/min, power 7's, then trended to 6's with flows 7 and power at 6.5. Due to patient's history of bleeding and prior cva's lvad exchange not pursued at this time; medical management with heparin, asa and warfarin.

Event description:
Patient admitted for ldh 1250 u/l inr 1.9. No c/o of heart failure. Patient continued on asa and warfarin and was treated with heparin. Ldh decreased to 585 u/l on (B)(6) 2016; aggrenox added to medication regimen on (B)(6) 2016.